Event description:
A unspecified error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced no symptoms. The customer reported unspecified treatment from third-party due to this issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. The sensor data was reviewed and signal low error message along with a drop in glucose and temp values were observed, indicating the removal of a properly applied and functioning sensor. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A unspecified error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced no symptoms. The customer reported unspecified treatment from third-party due to this issue. There was no report of death or permanent impairment associated with this event.